Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized for high blood glucose and was inquiring about the pump¿s settings. He was hospitalized on (B)(6) 2017 at 3:35 pm with a blood glucose of 439 mg/dl. The customer was hospitalized because of high blood glucose and was still in the hospital. He was wearing the pump at the time of admittance. The nurse was assisted with recording the customer¿s basal rates and bolus wizard settings. She was advised to have the customer call back to troubleshoot for the high blood glucose. The insulin pump is not being returned for analysis.